Event description:
It was reported that an asymptomatic patient presented during follow-up with post-paced t-wave oversensing. The oversensing was noted on real-time egm. Programming changes were recommended. The device remains implanted.